Event description:
Phlebotomist noticed black dots inside the sst tubes (gold separator tubes) from one lot - random tubes not all. All sst tubes were verified and the affected lot pulled from shelf and taken to field logistics. Outreach phlebotomy was notified and the word spread. Manufacturer response for tubes, vials, systems, serum separators, blood collection, bd vacutainer® sst¿ (per site reporter). Currently sending back samples for investigation.